Manufacturer narrative:
The associated devices were returned for evaluation. An area of damage observed on the femoral head was noted. Sem/eds spectrum analysis revealed compositional elements of ti6al4v, indicating that contact between the head and acetabular shell occurred. Additional damage was observed on the underside of the femoral head; this damage was likely created by contact with a surgical instrument during extraction. Several areas of damage, some of which were likely created by instrument contact during extraction, were observed on the liner. Damage observed on the surface of the returned head was consistent with the reported complaint (i.e., contact between the head and shell). Additional damage on the head and liner may have been caused by instrument contact during revision surgery. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to loosening of the liner. It was discovered during the surgery that the liner had completely dislodged from the shell and the head was articulating inside the shell. A new liner and new head was placed on the stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Product returned.